Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer felt symptoms of nausea. The customer was on a 100 mile bike ride when they started feeling sick. The customer was taken to a medical tent where they were treated. The customer was not hospitalized. The customer was treated for the high blood glucose with their insulin pump. The customer was driving and could not troubleshoot the issue. The customer did not return the product back for analysis.